Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), a wire had become dislodged from the electrode pad. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrode pads were received at zoll medical corporation for evaluation. The pads were received opened and were attached to styrene sheets. The customer's report was not confirmed or visually observed. The pads were detached from styrene sheets and put through extensive testing, which included automatic and manual readiness testing without duplicating the customer's report. The electrode pad assembly passed visual cable inspection and found no evidence of breaks or bare wire exposed. The pads were replaced for the customer and scrapped. No trend is associated with reports of this type.